Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: device history lot part: 03.130.202s, lot: 6l48992, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: dec 04, 2019, expiry date: nov 01, 2029. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part: 03.130.202, lot: f-28236, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: sep 19, 2019. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation (orif) surgery for the third phalanx shaft fracture with the drill bit and the locking screw. While drilling at the second hole from the distal one, the drill bit interfered with a k-wire which was inserted to fix temporarily, and the drill bit broke. The surgeon made an incision at the palm side, and removed the drill bit, but the fragment of the drill bit (about 1-2mm) was remained in the bone. During the screw insertion at the second hole from the distal one, the screw broke at its neck. The surgeon didn¿t remove the broken screw and the broken screw shaft was remained in the bone. The surgery was completed successfully with fifteen (15) minutes surgical delay. The surgeon will remove the fragment of the drill bit and the broken screw shaft after the bone union will be confirmed. The surgeon commented that the drill was broken due to interference with the k-wire and the breakage of the screw was caused by the excessive load. No further information is available. Concomitant device reported: drill (part # unknown, lot # unknown, quantity 1); k-wire (part # unknown, lot # unknown, quantity 1). This report is for one (1) 1.1mm drill bit/mqc for threaded hole/ 56mm. This is report 1 of 2 for complaint (B)(4).